Manufacturer narrative:
Result of investigation: a vyaire technical support reviewed the log files sent by the customer. It was determined that the root cause of the issue is defective inspiration valve. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 alarmed inspiration valve or device leaky. The customer confirmed that there was no patient involvement associated with the reported event.